Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had non-recoverable error. Logs did indicate stuck tpc on console. Site continued the procedure by disconnecting console 1 and continuing using only console 2. Field service engineer (fse) to follow up. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the touchpad on the surgeon side console (ssc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The touchpad was analyzed. Error 76 was found in system logs, indicating that the issue occurred in the field. Upon visual inspection, no issues were found that could be related to the reported event. The unit was installed onto an in-house system and underwent 10 power cycles, during which error 76 was triggered and a black screen was displayed during some power cycles. The failure analysis team was also able to reproduce the issue where the touchpad experienced latency during console power-up, successfully replicating the complaint. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a component issue in the ssc touchpad.